Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was blood between the balloon folds and on the distal tip. The balloon was loosely folded. There were multiple hypotube kinks. There was a hypotube separation 20cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the catheter would not cross the lesion. Vascular access was obtained via the radial artery. The 85% stenosed, 3.0x23mm de novo target lesion was located in the moderately tortuous and severely calcified right coronary artery with a significant bend of 45-90 degrees. The physician predilated the lesion with a 2.0 x 20 mm apex balloon and implanted a 3.0 x 23 mm non bsc stent. Then a 2.75 mm x 15 mm quantum maverick balloon catheter was advanced; however, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed hypotube broken.